Event description:
Reporter indicated that device interrogation at office visit revealed that normal mode output current was set to 0ma instead of the prescribed parameter (1.5ma), resulting in a loss of therapy to the patient. The patient's device was reprogrammed to 0.25ma output current with plans to titrate the setting back up to 1.5ma. Based on known device settings, generator battery end of life is not a likely cause of the inadvertent change n device settings. An interrupted device diagnostic test at previous office visit is suspected to be the cause of the inadvertent change in device settings; however, treating physician indicated that he does not interrogate his patient's devices as the last step of the programming session to confirm proper device settings.